Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion sensor seal bubbled and separated. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a verified the reported downstream occlusion (dso) seal problem. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.